Manufacturer narrative:
H6 (investigation findings): replace c19 with c13. H6 (investigation conclusions): replace d14 with d15. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that female connector was separated from the silicone tubing. The reported condition was verified. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked; further described as the "plastic mechanism controlling the fluid flow broke off from the tubing itself on the transfer set¿. This resulted in pd effluent flowing on the floor. This was observed during use of the device for peritoneal dialysis therapy; when disconnecting from therapy. There was no patient injury, however the patient was given antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection was performed using the naked eye and magnification with no issues noted. Functional testing including leak, clear passage, clamp function, and torque engagement testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.